Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 barrel cracked. The following information was provided by the initial reporter: material#: 303310. Batch#: 4319956. Rcc received a complaint via email. Plastic syringe cracked as technician was drawing up chemo medication. Leading to drug leaking out of closed system transfer system. Product#: 303310. Lot #: 4319956.

Manufacturer narrative:
Additional information added to b5. Investigation results: two photos were received by our quality team for evaluation. In the photos, a crack can be seen at the level of the number 15 on the scale, which could result in leakage. The reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the possible root cause for this incident could be traced to manufacturing. When the barrel and plunger are misaligned during assembly, a jam can occur in the line. As a consequence, mechanical damage to both components caused by impact and friction can result in cracking of the barrel and can generate the leakage defect. Actions have been put in place as a result of this report.

Event description:
Additional information: where was the crack? ¿ the barrel and barrel flange. Which closed system was the syringe attached to? - chemolock. Did the syringe leak where the crack was - yes some liquid leaked out the syringe barrel where the syringe was cracked and the closed system also had a leak ¿ no the chemolock pieces behaving as usual. Chemo likely leaking out the side of the cracked syringe.